Event description:
Reportedly, foreign parts (looks like part of strapping band) are included inside the orange box, outside of tray.

Event description:
Reportedly, foreign parts (looks like part of strapping band) are included inside the orange box (external), outside of tryvek (sterizated package).

Manufacturer narrative:
DHR analysis shows that the unit related to this report met all the requirements of the specification at final inspection. No product rejections during the manufacturing process, nor deviations that could result in the reported incident. It can be concluded that the reported failure does not affect the sterilization of the unit since it was found inside the orange box. There was no damage to the inner or outer blistering. The sterilization was not compromised by any agents that may have been present in the orange box as the sterilization package (tyvek) was intact. Therefore, it is suspected that the presence of ¿starp¿ inside the orange external box could be related to an operator oversight during the final inspection, in addition, a new process flow was stablished including a more controlled process for a better result during final inspection and final packaging. The subject stylet kit was manufactured before the containment actions.